Manufacturer narrative:
An attempt to reproduce the reported event with samsung galaxy s9 (android 10) , minimed mobile app (1.3.0) with 780g pump (software version 6.7) was made and the issue was not reproduced. Analysis of the provided log files was done. However, these files did not provide the required information. Each log contains only 1 record like this: {color:#36b37e}_\[{""data"":{""message"":""app analytics uploading cancelled.""},""cat"":""error"",""cid"":"""",""grp"":""app"",""ts"":""2022-07-18t11:59:15.012-05:00"",""type"":""error""}]_{color} it is impossible to verify weather software performed as expected per specification. It looks like those are not app logs but app analytics records were provided in this case. Cannot be established. The cause and/or contributing factors (if any) to the event are impossible to determine based on provided analytics records. It is suspected that the error most likely was caused by either the system, device hardware, pump hardware, or pump software. Radio interference and distance increase between the device and a pump could also be probable factors causing the issue. The helpline was requested to communicate with the customer to obtain the relevant information helpline confirmed that the customer has been uploading data to carelink. The issue was resolved without our assistance. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no com pump to mobile-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.